Event description:
New information received stated the lead dislodgement was discovered due to lead having loss of capture and loss of sensing. X-ray was done to confirm the lead dislodgement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post implant, the atrial lead was found to be dislodged. The patient was asymptomatic. The lead was repositioned successfully. Patient condition was stable.